Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The pump was reset and customer was able to resume insulin delivery. The customer's blood glucose level was not impacted by the event.